Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information was received indicating that both the right atrial (ra) and rv leads had dislodged during a bus incident. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.